Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was installed during the service call. The sys was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 sys locked up with a communication error during a case. The 9800 sys also had lines in the image. No pt injury was reported.